Manufacturer narrative:
Submit date: 06/09/2016. The lot number information was not provided therefore a device history record (DHR) review could not be performed. A sample was received for analysis and investigation; it consisted in one used uvc catheter which showed signs of use (blood residues). Functional testing was performed in order to confirm the condition reported by the customer that revealed a leak in the tubing of the catheter. A visual inspection of the sample revealed an irregular hole in the tubing below the strain relief. The strain relief was measured in order to determine that the product was within product specifications and the result is 0.60 in. The result was compared to the tolerance 0.59 to 0.61 and to the tolerance 0.72 to 0.74. Based on this information most likely the strain relief pertains to the old design and it was manufactured at a different manufacturing site. All DHR¿s are reviewed for accuracy prior to product release. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. The condition occurred after being used on a patient. Based on the available information, the most probable cause could be attributed to unintentional damage during use due to the potential exposure to sharp objects or other sources of damage as detailed in the instructions for use (IFU). It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 02/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the umbilical catheter was placed and clamped with an alcohol pad and green clamp but not bent. Upon attaching fluid, a leak was noted just above the hub where the extension tubing meets the hub. Betadine on skin / umbilical area was used to clean the skin area. The area is completely dried prior to insertion as the betadine is allowed to dry, but the umbilical stump is likely moist at all times. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with standard sutures that come in the umbilical tray, likely a 3.0 silk; however, the hub cracked and is on the complete opposite end of where the catheter cracked. The uvc was inserted (B)(6) 2016 in the umbilical artery in the nicu. The customer reports the umbilical tray kit comes with 3 cc syringes and must be flushed with normal saline prior to insertion. Blood was drawn off by the physician for labs etc. With a 3 cc syringe as well. Per their policy, the catheter was cleaned with chlorhexidine gluconate (chlora-prep) prior to hooking up the tubing. The tubing was never bent or kinked. This product does contain 70% v/v isopropyl alcohol. There is also an alcohol swab on the tubing. The uvc was removed (B)(6) 2016. The uvc was just discontinued, not replaced. The patient had no negative effects.